Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip pain. It was also indicated that a metal on metal liner and 20mm screw was removed. A new -2 36 metal head and poly liner was implanted. The patient had expressed to the doctor that they were unhappy with the mom hip. Original implant date was unknown. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records patient was revised to addressed failed metal on metal left total hip arthroplasty. Operative notes indicated some yellowish fluid from the hip joint. Posterior capsule was incised and there was noted some hypertrophic synovium, scar tissue was also excised. Scar tissue in the junction between the metal liner along the periphery of the cup, also inside the cup was noted and this was removed. One of the dome screws was removed. Black metal debris along morse taper of the femoral component was removed and irrigated. Added date of birth of patient, date of implant, lawyer, law firm and cup, stem added in impacted product. Doi: (B)(6) 2007 dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2(dob), b5, d6, h6(patient). No code available use for medical device removal.